Event description:
It was initially reported that an alarm was heard and also confirmed by telemetry as critical. It was due to motor stall. The stall was constant since 11:15pm last night ((B)(6) 2011). Pt experienced withdrawal symptoms. No MRI or known magnetic exposure was noted. Drugs delivered via the system were bupivacaine, clonidine and dilaudid. It was later reported that the cause of the stall was unk at the time. Pt had rolled over to reach and get something and the pump "felt funny in her body"; shortly after the beeping started. Symptoms included nausea and diarrhea and pt also appeared very flushed. Pt was given prescriptions for oral meds to cover her until the pump could be replaced. Pt status as of (B)(6) 2011 was not known, except that they were working to get her on the surgery scheduled as quickly as possible.

Manufacturer narrative:
(B)(4).